Event description:
A surgeon reported a pt with poor near vision following a multifocal intraocular lens (iol) implant surgery. The lens was exchanged for a monofocal model iol. In a follow up, the surgeon reported it was unknown whether the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information were made. A completed questionnaire was received on (B)(4) 2013. (B)(4).